Event description:
It was reported that during a pta treatment procedure, a lesion perforation occurred, leading to surgical intervention and pt death. The customer reported the the 95% stenotic lesion was located in the right external iliac artery (eia) and was approached from the right superficial femoral artery (sfa). The reference vessel diameter was 8mm and the lesion diameter was 0.5mm. It was reported that the guidewire "crossed to the lesion. The rt-eia was inflated several times by using this product. Inflated pressure: 6atms/60sec. When checking angiograph, [the] physician found the stenosis location had a perforation. [An] 8/38mm pr stent was implanted at the perforated vessel and post inflated by using this product a 6atm/12sec. When checking angiography again, blood leak was continuing. Therefore, the pt went to abdominal surgery. A few days after, the pt deceased. [The] physician thinks this case originates in [the] pt's blood vessel state."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.